Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing of noise. Noise could be reproduced through product testing. The ra lead was programmed off and remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).